Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. This follow up corrects that information.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #13 it was verified its non- osseointegration. In addition, 30 ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type iii), fenestration occurred during surgery and bone graft was executed .

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 4 months after the dental implant was installed in intraoral region #13, it was verified its non- osseointegration. The 30 ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type iii), fenestration occurred during surgery and bone graft was executed .